Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device upgrade procedure while explanting the right ventricular lead, the right atrial lead dislodged. The lead was explanted and replaced. There were no consequences to the patient pre or post procedure.